Manufacturer narrative:
(B)(4) device evaluation: the report the customer is experiencing very erratic internal ECG signal, very poor doppler signal, and inaccurate symbols (blue bulls eye, yellow, red, or green) was not confirmed or reproduced because no sample or patient case data was returned for evaluation. The device history record review was performed and no evidence was found to indicate a manufacturing related cause. The probable cause of this event could not be determined because no sample was returned for evaluation. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer is experiencing problems getting any internal ECG. It is all very erratic and the doppler is very poor with very little to no sound and signal. They are also not getting very accurate signals (absence of blue bulls-eye, and yellow, or red). In this case, the green arrow was showing most of the case which made us think the PICC needed to be advanced. After a chest x-ray the PICC line was 7cm into the right atrium.